Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2023. Block d6b: explant date: sometime in (B)(6) 2023 additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a full spinal cord stimulator (scs) system explant procedure. All explanted device components will not be returned.